Event description:
It was reported that a calibrated drill guide and the fixed side are not aligned properly and are not allowing drill bits to slide through easily. This was noticed during inventory of a distal radius set; there was no patient involvement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a manufacturing investigation was conducted. The report indicates that the device was produced and distributed in june 2011. Our investigation shows no visible damages, except the entrances of the coaxial bores are slightly deformed and shows wear and tear marks. The manufacturing documents were reviewed and no deviations from the normal manufacturing process was found. The deformation at the bores is a clearly indication that the device was exposed to an inadequate handling in combination with a high mechanical force application. No further investigation needed because the damage was clearly caused post manufacturing. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Event date: unknown. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Part was returned to manufacturer without complaint number to identify it. Complaint part belonged to was identified on jul 17, 2014. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.